Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was stated that they have crohn¿s and that¿s why they were implanted. It was reported that they ran into something and hit the ins site two to three weeks ago, in december 2018. It was reported that they were doing very well at 0.5v, but in the last 2 days they were having firm leakage. They adjusted the stimulation to 0.9v and was getting some relief. Troubleshooting found that stimulation was on, on program 3 at 0.9v. It was recommended that they track their symptoms and follow up with their healthcare provider if the symptoms don¿t resolve. No further patient complications are anticipated or expected as a result of this event.